Event description:
On (B)(6) 2013, a pt stated that their infusion set got caught on an arm chair and when he got up out of the chair, the infusion set disconnected from the tubing connector. Pt states the tug was moderate and not severe. We have asked the pt to send back the infusion set and tubing connector for inspection (has not been received yet).

Manufacturer narrative:
This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q2 2013. In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report #8021545-11/19/2013-0006. A visual inspection and a test for flow, leak and static pull (tubing-asante connector) were performed on the returned used device. The tubing was detached from the asante connector. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-asante connector. All test results were within specs. No unused devices were returned for investigation. The reference samples were visually inspected and tested for flow, leak and static pull of tubing-asante connector. All test results were within specs. Unomedical a/s received the complaint through (B)(4), the distributer of the infusion set. The internal reference number for this complaint at (B)(4).